Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device subsequent to sustaining a head injury. The issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2012, and the patient was reimplanted with a new device on the contralateral side during the same surgery. This report is filed august 21, 2013.

Manufacturer narrative:
(B)(4): implanted device remains.